Event description:
Spider basket/wire filter being used on a distal vein graft. Stent was deployed. Cardiologist was unable to retrieve the filter, became caught in the stent struts. Patient remained stable. Patient sent to operating room for removal of the filter by surgeon.